Event description:
It was reported that the patient presented after hearing an alarm. Upon follow up, it was determined that the right ventricular (rv) lead exhibited high rv and superior vena cava (svc) impedance values beyond the maximum limit. In addition, t-wave oversensing (twos) episodes were detected. The rv lead is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).